Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 10feb2021.

Event description:
The customer reported v60 is failing the electrical grounding resistance testing at the oxygen inlet retaining screws. There was no patient involvement.

Manufacturer narrative:
H10: remote service engineer (rse) advised customer to verify that excess loctite is removed from the oxygen inlet bracket retaining screws. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.